Manufacturer narrative:
Approximate age of device ¿ 4 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that device interrogation revealed a driveline fault alarm on (B)(6) 2018. The patient denied receiving any audible alarms. There was no reported adverse impact to the patient due to the event. The manufacturer's technical service representative reviewed the submitted log file and observed a driveline fault that cleared immediately. Review of the log file showed a potentially damaged wire in phase 1. The wire was not broken, but as the wire gets damaged further, the driveline fault alarm will occur more often. No additional information was provided.

Manufacturer narrative:
Age: correction. Evaluation of the patient¿s submitted log file confirmed a driveline fault alarm; however, a direct cause for the reported alarm could not be conclusively determined through this evaluation. The submitted log file contained data from 06oct2018 to 08nov2018. The pump was set to a fixed speed of 8800 rpm and operated above the low speed limit of 8400 rpm for the duration of the log file. On 07oct2018 at 1:45:47 am the log file recorded a driveline fault alarm. This alarm immediately resolved following this event and did not reappear for the remaining data captured within the log file. Based on previous complaint experience, the driveline fault event captured in the log file appeared consistent with a potential driveline issue. The rest of the log file consisted of pi events as well as power cable alarms which appeared to be associated with routine power exchanges. The log file appeared to show the system operating as intended. The account reported that the patient would be monitored going forward and remains ongoing on vad support with no further issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.